Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. Pump was programmed with test guardian 2 link and a test plug. Pump was able to locate and connect to sensor. The pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, keypad overlay texture damage, missing display window cover, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received insulin pump had high blood glucose. Customer's blood glucose value was 407 mg/dl at the time of the incident. Customer will return device for analysis.